Event description:
Additional information was received from the foreign healthcare provider (hcp) via a distributor. It was reported that the outcome was ¿remission¿ on (B)(6) 2021. The causality was not related to the drug. At the patient¿s (B)(6) 2021 outpatient visit, a refill was performed. Volatility was 3%, and there was no problem. Both limbs were flaccid and lower limbs were mas = 0. There was no high fever and no problems with vital signs. The patient¿s next refill was scheduled for the end of (B)(6) 2021. It was thought that there was not a problem with the patient¿s intrathecal therapy, and it was highly possible that [this event was due to] the original medical condition.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the foreign healthcare provider (hcp) via the manufacturer's representative (rep) on 2021-mar-26. It was reported that the patient's limb tension was considered "a little high" and the frequency of their convulsions might have been increasing according to the outpatient consultation on 2021-mar-24. The healthcare provider indicated that judgement based on the patient's clinical symptoms was difficult. The hcp noted that they could not hear "peep sounds" so the pump settings were changed to "pulse mode" three times a day. It was determined that the pump would be refilled in mid-may and the patient would be evaluated for volatility at that time. It was confirmed that there was no possibility that there was a problem in setting the drug concentration or dosage when replacing the pump on 2021-feb-12. It was noted that the catheter examination was not performed.

Manufacturer narrative:
Continuation of d10: product ID: 8781, lot# 0206981695, implanted: (B)(6) 2014, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient who was receiving gabalon (unknown concentration at 148 mcg/day) via an implantable pump for cerebral palsy. It was reported the patient was hospitalized on (B)(6) 2021 for suspected withdrawal symptoms due to the patient's bad mood. A refill was performed, and the variability was 8%. A bolus was scheduled to be administered on the next day. A catheter check was scheduled to be performed after discharge. The attending physician's assessment indicated considering the possibility of catheter abnormality, refilling to check the variability and performing a catheter contrast were considered. The event was considered serious and unrecovered. The event was considered related to the drug, and unknown if related to the catheter, pump, programmer, or surgical procedure. Further complications were not reported. Additional information was received. The patient would have an outpatient visit on 2021(B)(6).